Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced post-meal glucose variability, including hyperglycemia of 52 mg/dl and hypoglycemia documented at 401 mg/dl, associated with uncertainty about meal announcement timing on the ilet and unawareness that most of the meal dose is delivered immediately at announcement, while also undergoing a recent change in blood pressure medication that coincided with increased glucose levels. Customer care provided support that included user education on correct announcement timing and transfer for medication and treatment consultation. Investigation of this case revealed that insulin needs were temporarily altered by external factors, including medication changes, and that immediate delivery of a large portion of the meal dose could contribute to both highs and lows when announcements are mistimed. No clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included the need for oral carbohydrate treatment and phone-based clinical guidance without hospitalization. It was concluded that the cause of the hyperglycemia was unclear and that user education and clinical follow-up were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.